Event description:
It was reported that an ilet insulin pump displayed a persistent restart notification with alert code 65 and experienced loss of audible alerts, resulting in silent notifications; the device was replaced. There were no adverse clinical effects. Outcomes included no effect on the patient¿s daily activities or need for medical intervention. Investigation included customer interview and device replacement logistics. Investigation of this case revealed an audio over/under current condition associated with the device¿s alert audio function. It was concluded that the device malfunctioned and was replaced, and no patient injury occurred.